Event description:
Right radial access site bled while trying to remove traclet device. Traclet was on for 2.75 hrs (ordered to be on 2 hrs) prior to attempted removal of band. Manufacturer response for medtronic traclet, traclet (per site reporter): multiple events at this facility. Mfg is aware of this.